Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and calibrated during the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system had a collimator iris potentiometer error. No patient injury was reported.